Manufacturer narrative:
First investigation: production process analysis: a review of the DHR demonstrated that the mid-c system was manufactured, tested, and released according to specification. User (surgeon and patient) information analysis: the patient exercise practice might have had a contributing factor to the implant breakage. The patient was treated within the approved indications. X-ray assessment revealed that the distal screw angle changed between the immediate post-op and 6 months follow-up. Also, it might be that the polyaxiality at the extender junction is locked due to its rotation at the system assembly. However, a definite cause of failure could not be determined at this time. Design : the design of the mid-c system is aiming to take mainly axial forces, resulting from the load generated by the distraction of the curve and the relevant body weight. The device was tested in an axial direction ((B)(4)) and was found to be able to hold 700n load for 10 million cycles of axial load. As part of apifix commitment to continuous improvement, (B)(4) was initiated to further investigate to prevent and minimize the rate of implant breakage. The company investigation indicated that implant breakage can result from trauma, practicing severe sports, development of hyper-kyphosis, inserting the pedicle screws in a wrong trajectory, not working according to the surgical technique, and most commonly from the implant reaching its end of the way. Breakages were evident in 3 main regions, the implant base, the main rod, and the rod's connection to the poly-axial joint. The most common point of failure was the implant rod in implants reaching their maximal elongation. Risk assessment: the current device breakage rate due to any reason is 4.46% and is in line with the rate reported in the literature for this type of complication as described in the company's clinical evaluation report ((B)(4)). The risk of the broken rod has been assessed and found to be acceptable ((B)(4)).

Event description:
The x-ray demonstrates implant breakage.

Manufacturer narrative:
Return analysis: upon receiving the returned device, it was steam sterilized and investigated. A scanning electron microscope from purdue university fort wayne was utilized during the investigation. No major was observed on the spherical rings without magnification. Under sem some pitting was observed on the polyaxial ring. Some of the adlc coating appears to have coming off in pieces around the area of fracture initiation. A wear groove was observed on the extender and mid-c pole where the polyaxial joint had repeatedly reached end of joint travel and the two implants impacted against each other. The fracture plane of the mid-c pole is multiplanar with multiple possible fracture initiation sites and shows "beach marks" indicating a fatigue failure. No inclusions or material defects were observed in the fracture initiation regions. The "popping" sound experienced by the patient was likely final fracture event. The spine would typically be more curved during sit up exercises than in most daily activities, it is anticipated that the sit up exercise likely generated enough force onto the device to cause the final failure event especially considering the majority of curvature for sit ups is generated in the lumbar region of the spine and this implant is relatively low on the spine. Apifix contraindicates severe sports.